Event description:
Account states brake does not hold.

Manufacturer narrative:
Tech found brake casters at head end need adjusting. Adjusted casters to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.